Manufacturer narrative:
The insulin pump was received with a blank display due to a moisture damaged electronic assembly. They were unable to perform the operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to the blank display. The pump had a minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she went white water rafting and wore the insulin pump on her bra strap. Customer stated that the pump never got submerged and it is not working. Customer noticed that the pump wasn't working when she stopped for lunch. Customer's blood glucose was 89 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will be replaced.